Event description:
It was reported that a device was used during a diagnostic laparoscopic procedure. The device seal fell into the patient (it was retrieved and also being returned with device). Another device was used to complete the case. There was no furhter consequence to the pt.